Manufacturer narrative:
Previous device codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was not moving. It just felt like it was moving. A rep checked the device and re-assured the patient it was not moving. The unit was reset and the patient was happy with the results. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that for about 3 months the ins felt like it was moving around. The patient stated she felt that it was radiating down her right leg. Pss advised patient to f/u with hcp. No further complications were reported.